Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: specify surescan, product ID: 977c265 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt) via healthcare provider. Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller reported, that they received information from the pt, that the ins never worked, because the leads weren't positioned correctly. Caller stated, that pt had a revision done, but still did not receive adequate coverage. So, the ins was explanted. Caller commented, that the pt mentioned, that when they attempted to turn it on at one point, it automatically turned back off. Caller had no further information and inquired about MRI eligibility. The patient's lead was left implanted.